Event description:
After following a pocket revision (mfg report #3006630150-2010-01917) a report was received that the pt's battery site was not healing and the ipg was exposed. The pt's entire system was explanted and the pt was hospitalized overnight for observation. Physician does not feel it was device related. The pt was doing well.

Event description:
During a call to the baxter technical service representative (tsr) the patient's caregiver (cg) stated the patient had been hospitalized due to peritonitis. The cg requested a swap of the homechoice due to alarms. During a follow up call to the facility nurse, the following information was provided: the patient was hospitalized from (B)(6) 2010 to (B)(6) 2010 for a diagnosis of peritonitis. The patient was treated with vancomycin 30mg intraperitoneal (ip) per liter from (B)(6) 2010 to (B)(6) 2010. The patient has recovered from the episode of peritonitis. The nurse indicated that the baxter solutions and therapy were not implicated in the event of peritonitis. The nurse indicated the patient had a granuloma at the exit site and then sustained a traumatic fall to the abdomen which was thought to have contributed to the event of peritonitis. The granuloma was cauterized and the patient has recovered from the event. The patient transfer set was not implicated in the event. The facility uses baxter products.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. Should additional information be received, a follow up report will be sent. This is the second of two complaints related to this event.

Manufacturer narrative:
(B)(4). The root cause for this event of peritonitis was not determined. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. This is the first of two reports associated with this event.